Event description:
New information received notes that after programming changes were made, device was still far p wave oversensing. X-ray was suggested to assess the position of the lead. No further information available.

Event description:
It was reported that via remote transmission, intermittent far-p wave oversensing was observed. Multiple far-p wave oversensing episodes caused device to inhibit pacing. Patient was asymptomatic. Programming changes were made. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.